Event description:
It was reported that the patient received inappropriate atp and hv therapies due to an inappropriate rhythm diagnosis caused by atrial undersensing. The device was reprogrammed and remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.